Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 7f sheath (model unknown). Peri-procedure the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed "moderate" calcium in the vicinity of the access site and the vessel size approximately 7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during the second stop (at the arteriotomy). The physician applied approximately 10 minutes of manual compression then a femostop was applied at the access site and protamine was given to the patient. The patient was ambulated and discharged to home on (B)(6) 2012 with no reported clinical sequela. The patient's hospitalized was due to an unrelated and unspecified reason.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1219809) indicated that the device lot met all established performance criteria prior to shipment.